Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received four bursts of inappropriate anti-tachycardia pacing (atp) and six inappropriate shocks for what appears to be an atrial arrhythmia with rapid ventricular response (rvr). This resulted in therapy exhaustion, so technical services (ts) recommended detail review of the episode but evidence suggests this analysis has not been performed yet. No additional adverse patient effects were reported. The device remains in service.